Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f9 captures the surgical intervention performed to remove the stent. Imdrf impact code f08 captures the patient's prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that an advanix biliary double pigtail stent was implanted in the common bile duct to treat a pancreatic head mass stricture secondary to pancreatic cancer during a procedure performed on (B)(6) 2024. During a planned stent removal procedure on (B)(6) 2024, the advanix stent migrated proximally into the common bile duct, and a spybasket was used to retrieve it. The basket was able to go around the distal flange on the stent but was unable to pull it out of the duct. While the physician was pulling, the wires of the basket broke and wrapped around the elevator on the scope. The stent was stuck in the common bile duct, the basket became stuck on the stent, and the scope was stuck to the basket. The patient ended up being sent to surgery to have the stent removed and to cut the scope free from the stent. The patient was admitted to the hospital beyond the standard days of care; however, there were no patient complications reported as a result of this event.